Event description:
It was reported that the patient had a 95% stenosis in the marginal branch and a large 6 to 7 mm aneurysm in the saphenous vein graft (svg). Ballooning was performed to treat the stenosis with a non-abbott 3.0 x 12 mm balloon; however the large aneurysmal portion remained. A 4.0 x 19 mm graftmaster stent was selected to treat the aneurysm; however it could not be advanced to the aneurysm. It was retracted and ballooning was performed with a non-abbott 3.5 x 15 mm balloon. The graftmaster stent was then able to be delivered into the svg and was deployed at 14 atmospheres (atm). The stent delivery system (sds) balloon was removed and repeat angiography revealed some non-apposition of the stent against the aneurysmal portion. An unspecified 5.0 x 12 mm non-compliant balloon was advanced into the stented portion and was inflated up to 8 atm. Repeat angiography revealed the saphenous vein graft to be widely patent and the aneurysm to be completely excluded. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no associated non-conformances that would have caused or contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the otw graftmaster instructions for use (IFU) states that the jostent graftmaster is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts less than or equal to 2.75 mm in diameter. Additionally, the stent delivery system was re-advanced into the anatomy. The IFU states: an unexpanded stent graft may be retracted into the guiding catheter one time only. An unexpanded stent graft should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent graft may be damaged when retracting the undeployed stent graft back into the guiding catheter. In this case, it is unknown if the treatment outside the indicated anatomy or the re-advancement contributed to the reported event.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.concomitant medical products:guide wire: bmw;sheath: 7 french;embolic protection: spider 5 mm embolic protection device. Indication for use -the stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.